Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 3 cm in length. No damage or kinks were noted in the basket sheath. Functional testing determined the handle actuates the basket formation. Further visual exam noted that one wire in the basket formation was broken. A review of the device history record found no non-conformances. Because there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the 3 basket wires broken. No other damage to the device was found. There was no evidence of the wire being exposed to a laser. The provided information states the issue was discovered before use. All devices are tested for functionality and inspected for damage before packaging. The cause for the broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on 15oct2019.

Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unspecified procedure, a ngage nitinol stone extractor was inspected and one of the basket wires was found to be broken. The procedure was completed by using another new device. This was reported to have occurred prior to patient contact, so no adverse effect to the patient was reported.